Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusions alarms occurred. Insulin deliveries were successfully resumed after the occlusions. Reportedly, the customer used fiasp insulin within the cartridge. Customer's blood glucose level was not impacted.